Event description:
(B)(4). Event occurred in the united states. The patient stated cannula detached from the infusion set at site. The site location was at left thigh and the pump was worn on the same side. The infusion was in use for not even one day. The infusions were not stored, or used, in the place where they might have been exposed to extreme temperatures and humidity. The patient reported there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.